Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had noticed a little change in their urination. They were going once an hour or twice an hour, and now it was like every hour and a half to sometimes three hours. The patient only had one kidney so they drank water constantly. When they went to go to the bathroom the last time before they went to bed, they would go to the bathroom and then forget and have to take their dog out. They would come right back in and go to the bathroom again and more would come out. They said they would have thought it should have been emptied the first time. The patient asked if they would have to call the manufacturer to increase the stimulation. The agent informed the patient they didn't need to call to let the manufacturer know if they increased the amplitude.